Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00975. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where one lead was removed and replaced and another lead was repositioned to enhance stimulation. There was no evidence of lead migration. The manufacturer is unable to determine which lead was explanted. Therapy was resumed and the patient is receiving effective stimulation.